Manufacturer narrative:
Additional product codes for this report include: hsz, gfa, and gff. (B)(4). Exact date of surgical procedure/device malfunction is unknown. The awareness date for this event was originally reported as january 28, 2016 on the initial medwatch. It has been further clarified that the exact aware date was january 27, 2016. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not provided by reporter. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
Device report from synthes on an event in united kingdom as follows: it was reported that the drill bit broke while being used on patient for shoulder surgery. The surgery was prolonged but it is not known how many minutes. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information available. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The subject device has been received and is currently in the evaluation process. A device history record (DHR) review was attempted for the subject device lot, discovered upon receipt of the device. The last documented lot in the erp system for this part is lot 1022 and this lot was manufactured in april 1996 in (B)(4). The next lot 1023 was manufactured in august 1996. Based on this information, it can be concluded that this drill bit is much older than 20 years. The DHR is not available as device is older than 20 years. At this time the manufacturing documents for instruments had to be stored for 10 years. This was according to the standard operating procedure that was in place till august 2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A manufacturing evaluation was completed: the forefront of the drill bit is broken off and was not sent back for evaluation. The remaining cutting edges are badly damaged, at the front side and as well at the back side. A review of the manufacturing documents is not possible as this device is at least 20 years old. The last documented lot of this part is lot 1022, which was manufactured in april 1996. Therefore it is unknown according to which drawing this drawing this device was manufactured. To verify the dimensions the oldest in our system documented drawing from 1994 was taken. The relevant dimensions were as far as possible checked and no deviation was found. The fracture face is homogenous which indicates material conformity. It clearly visible that the cutting edges are completely blunt next to the fracture face, next to that the back side of the cutting edges has also clearly visible nicks. Both damages are an indication for an excessive metallic contact, in both turning directions, forward and backward. Based on this finding, the age and as there is no other complaint for this article- and lot number registered a manufacturing related fault can be excluded. No manufacturing related issue was identified and/or confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.